Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during a ligation of internal hemorrhoids procedure on (B)(6) 2021. During the procedure, the device could not deploy normally as the other bands failed to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results : the returned speedband superview super 7 was analyzed. A visual evaluation noted that the tripwire was returned kinked and partially rolled in the handle assembly. The tripwire was not secured in the handle slot. It was noted that the slack on the tripwire was not removed during the device setup. The returned ligator head found seven bands present in their original position. The ligator teeth were bent. Additionally, it was possible to observed that the suture was likely cut by a sharp tool and was attached to the wire loop and the ligator head. The suture hole was in good condition and no damages were observed. A functionl evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, and the slack was not removed as mentioned in the instruction for use.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during a ligation of internal hemorrhoids procedure on (B)(6) 2021. During the procedure, the device could not deploy normally as the other bands failed to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.